Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that while unpackaging the xpert stent delivery system, it was found that the stent was partially deployed. The device was not used and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.